Event description:
It was reported that during a surgical procedure, there was a fiber connection error. The procedure was completed by a alternate procedure (turp). The patient outcome was reported as: no injury to the patient.

Manufacturer narrative:
Failure analysis for fiber (B)(4): the connector appears in good condition; the fiber is broken within the white tubing, approximately 5 feet from the connector, between connector and control knob; the fiber was tested with hene laser fixture, aim beam is visible at fiber break; there is no sign of melting at the location of the fracture; the fiber cap shows minimum signs of usage with scratch marks on the outer flow tubing open end. Probable root cause: based on the device analysis, the product complaint of " fiber connection error" could not be confirmed; a fiber broken issue was observed; the probable root cause of the failure is: undetermined.